Event description:
It was reported the ipg was unable to communicate with external devices. The patient has not recharged or used the ipg in over 36 months due to pain at ipg site. The ipg was deemed inoperable. Surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.